Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A nurse reported that during peritoneal dialysis treatment on the liberty cycler a leak occurred when the adapter broke apart from the catheter. It was reported the adapter was not holding the tubing together, which resulted in the disconnect. The pt was treated with prophylactic antibiotics and his effluent remained clear. No further medical intervention was required.